Event description:
Ralc30 dlu was attached to flexshaft and calibrated, opened/closed and was fired. During the firing sequence, it did not sound normal. When firing was complete the anvil was completely opened and surgeon noticed feces in the abdomen due to a hole in the colon created by the ralc30. Upon removal from the abdomen, the ralc30 fell apart into two pieces and upon inspection there were unfired staples remaining in the dlu. The knife blade cut all the way across the tissue. Other devices were used to close the defect and correct the condition without further incident.